Event description:
A mobile provider called in with an issue on a precise system: he followed normal galil procedure to start up the system. He plugged in all the needles that were going to be used in this kidney case. The precise system did not recognize the needles. The mobile provider tried using all the channels and the needles were still not registering. He also tried using a different needle and was unsuccessful. To solve the problem, the mobile provider went and got his seednet machine to finish the case. The pt was under the whole time this issue was happening. The case was completed with no pt injury.